Event description:
The pt (B)(6) received an scs system, including an ipg, on (B)(6) 2010. It was reported the pt stopped using, and subsequently, recharging her ipg, as a result of her pregnancy. Approximately, nine months later, the ipg had no telemetry and no output. The pt's physician has referred her to a surgeon to discuss an ipg revision. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.